Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners are extra tight and keep popping off. Their bottom tooth is loose. They also have complaints of excessive bleeding and discomfort. Requested further information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.